Manufacturer narrative:
Block d2b: product code - additional product code qon block c2/d10: model number: 1201 sn# (B)(6). Model: tined lead UDI# (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block b5: update to summary h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of fatigue, incontinence, urinary, infection, swelling and implant pain were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this implantable neurostimulator (ins) reported pain and bulging at the implant site, weakness, and urinary incontinence. The patient was admitted to hospital for infection and had an open, draining infection at the battery implant site. The patient was prescribed antibiotics as well as pain relief medication. The patient had a full device removal. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient implanted on (B)(6) 2025, reported having pain on (B)(6) 2025 around the implant site location, and the implant battery is bulging. The patient was admitted to the hospital on (B)(6) 2025 for an infection and discharged on (B)(6) 2025. The patient had a follow up appointment with their implanting physician on (B)(6) 2025, concerning the infection at the battery site. The representative attempted to contact the patient to follow up, but the patient was at their appointment at the time of call and unable to speak. The patient has an infection at the right side of their ins battery site. There is an open wound that continues to ooze yellow and red. The patient is under the care of their implanting physician and is currently on antibiotics, augmentin for 14 days and was also prescribed ibuprofen for the pain. The physician advised that the patient would need to have the device removed, as the patient is still having bad pain at the implant site still and was experiencing weakness. The patient had a full device removal on (B)(6) 2025, and plans to have system reimplanted in a few months, no date has been set at this time. There were no additional patient complications.

Event description:
It was reported that a patient implanted on (B)(6) 2025, reported having pain on (B)(6) 2025 around the implant site location, and the implant battery is bulging. The patient was admitted to the hospital on (B)(6) 2025 for an infection and discharged on (B)(6) 2025. The patient had a follow up appointment with their implanting physician on (B)(6) 2025, concerning the infection at the battery site. The representative attempted to contact the patient to follow up, but the patient was at their appointment at the time of call and unable to speak. A patient outcome was not reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.